Event description:
It was reported that the user experienced rising blood glucose while using the ilet and remained in the 200s despite announcing and eating breakfast; the highest noted value was 260 mg/dl before trending down, and no device alerts or alarms were reported. Symptoms included hyperglycemia with associated malaise and nausea that improved after eating. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.